Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, immediately post implant and pocket closure, the right atrial (ra) lead dislodged. The ra lead was then revised and remains in use. No patient complications have been reported as a result of this event.